Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the left ventricular lead exhibited high impedance. The lead was removed and a new lead was successfully implanted.